Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. Upon interrogation, the right ventricular lead exhibited noise. Noise was reproducible via isometrics. There were no other electrical anomalies. Patient will continue to be monitored normally.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received stated that the right ventricular lead noise was still occurring. It was noted that the number of noise episodes put patient's device in rf lockout. Programming changes were made. No further information was reported.

Event description:
New information received noted that the right ventricular lead continued to exhibit noise. Episodes of ventricular noise reversion, inhibition of pacing and high ventricular rates were caused by oversensing of noise. The patient reported feeling dizziness. The physician was unsure whether dizziness is related to the inhibition of pacing or another medical issue. It was discussed to adjust patient's medication and consider lead revision if dizziness persists. No further information was reported.